Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 258 mg/dl at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on u1 keypad assembly.